Event description:
Device issue: none. Adverse event: retinal emboli and bradycardia. Time of adverse event: after the procedure. It was reported via trial that after implantation of the xact stent in the left internal carotid artery, the pt developed a branch retinal artery occlusion with emboli that was identified via ophthalmology evaluation. There was no reported treatment. The pt's vision has improved, but remains blurry. During the pt's hospitalization, the pt was found to be slightly bradycardic, so the pt's beta blocker and toprol were placed on hold. The pt was discharged to home two days post procedure. There was no add'l info provided.

Manufacturer narrative:
(B)(4). The device remains in the pt. The lot number was provided. A f/u report will be submitted with all relevant info.